Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed an irritation on the left side of his back under the therapy electrode pad. The irritation was described as a large open wound that resembles a chemical burn with some bleeding and seeping. Nurses removed the device. Multiple follow-up attempts were unsuccessful and the patient's medical outcome is unknown.